Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It is reported that the patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that ther patient had a vaginal hysterectomy with mesh implantation. Due to vaginal pain, urinary and bowel incontinence, infections and dyspareunia the patient had mesh revision on (B)(6) 2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05153. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a sling takedown, excision of mesh and pubovaginal sling. No date or additional information is provided at this time.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05153 and medwatch 2210968-2012-06806. The same patient is represented in each medwatch.